Manufacturer narrative:
Info not available, device not returned for analysis. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Analysis conclusion: it has been several months since facility reported this event to co. Co has not received any further correspondence from facility about the device which was involved in this reported event. Unfortunately, since the device was not returned to co, co is unable to perform an analysis and provide a report to facility.

Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device dropped the clip. The clip did not fall into the pt. A new device was used to complete the case. There was no pt consequence.